Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. Device received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, cracked case from display window corner and missing end cap sticker. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had screen scratches make it hard to see screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.